Event description:
The facility was contacted for add'l info regarding this event. Reportedly the pt is new to dialysis with a catheter access and had been receiving dialysis with use of this dialyzer with no report of ill effect. On the event date of 2008, the facility was attempting to remove 3-4 liters of fluid. The pt initially presented with symptoms of a headache and shortness of breath and reportedly went into cardiac arrest. The blood in the treatment system was returned to the pt and at the time of transfer, this pt was alert and breathing on her own. At the time of this report, the pt has been discharged from the hospital and continues dialysis with the use of this dialyzer and no further events have been reported. She is however, pre-medicated with diphenhydramine and solumedrol. The facility has also reported that there is no sample.